Event description:
Tip was shot off from the unit. Order: (B)(4). Ref (B)(4).

Manufacturer narrative:
Investigation: x-inspect returned samples. Analysis and findings: complaint (B)(4). Distribution history: this complaint unit was manufactured at csi in 2004. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed and this complaint amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log 93421, this unit was at csi on 12/3/2019. Visual evaluation: visual examination of the complaint unit revealed physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. Root cause not applicable as the complaint condition was not confirmed. It is suspected the end user had not affixed the tips correctly and placed them in loosely. Correction and/or corrective action: the customer elected to not have any repairs done on the unit and had it returned "as-is". No further corrective action is necessary, as the complaint condition was not confirmed. Preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition.

Event description:
Tip was shot off from the unit. Order: (B)(4). Ref (B)(4).